Event description:
The patient had a bard power port implanted. It fractured at catheter to port interface. The patient was returned to the o.r 3 weeks later and the port was removed and a new port was placed.